Event description:
It was reported by the patient's psychiatrist that the patient got her vns explanted approximately 3 years ago due to psychological reasons, which the physician further described as the patient feeling the vns was invading her and was too intrusive. No additional relevant information has been received to date.

Event description:
Information was received from the patient's physician that the anxiety was caused by stimulation and due to the presence of the vns. The patient's depression lessened considerably however the patient had issue with her body and did not like the appearance of the vns unit. When asked if there were any external factors contributing to the patient's psychological state, it was stated "patient has a personality disorder which distorts her reactions. She has a lot of somatization which led to complaints of various pains and aches that were not physiological". It was stated that the patient's generator and lead were both explanted by a surgeon. No additional relevant information has been received to date.